Event description:
Co has a report from the hospital, an unconscious patient was burned after the total spine scans using a synergy spine coil. The user placed the duoderm cgf on patient upper lip and then put gastric sump tube on the duoderm. After the examination, the user noted that the patient upper lip burned and the duoderm had visable melting. The patient was also connected to a omni-trak vcg. After the examination, three vcg clips were melted and patient skin was burned. (Only three of the four required vcg leads were connected).